Event description:
The customer received a questionable magnesium gen.2 result for one patient sample. The initial result was 3.5 mg/dl. The repeat result was 1.5 mg/dl twice. The initial result was reported outside the laboratory. Information was requested concerning if the patient was adversely affected, but it was unknown. The reagent lot number was 615891. The expiration date was requested, but was not provided. The field service representative found there was a problem with the reagent nozzle and rinse levels. He replaced the reagent nozzles, adjusted the rinse levels and gear pump pressure, verified external washes and probe adjustments. He ran a precision check. Upon follow up, the customer stated that since the service visit, the analyzer is running to specifications.